Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a routine follow-up, the patient reported palpitations and a racing heart sensation. The device was found to be in safety mode. A device changeout procedure was discussed and scheduled. No adverse patient effects were reported. This device remains in service. Additional information was received that this device was explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this device for analysis.